Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the data and noted these measurements are not uncommon for single coil leads. Ts recommended normal follow-ups as there was no noise noted. The physician did not feel a need to bring the patient in before the next scheduled visit. No adverse patient effects were reported.